Event description:
During a pta/stenting treatment procedure, difficulty was encountered when withdrawing the sentinl biliary stent delivery system. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the distal superficial femoral artery. The physician used a 6 fr pinnacle destination introducer sheath for vasucular access, and a .035 magic torque guide wire to cross the lesion. The lesion was pre-dilated with a synergy balloon, and the sentinol biliary stent deployed without incident. When being withdrawn from the pt, the sentinol biliary stent delivery system became stuck on the guide wire. The guide wire was exchanged and the stent delivery system was removed. No pt injuries or complications were reported. Pt status is reported as 'good'.